Event description:
Dealer sates unit is broken and it sounds like something is loose inside of it.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). MFR. Report # 9616091-2013-00179 indicating the manufacturer as invamex and the serial number as (B)(4). The correct manufacturer is respironics, inc. And the serial number is (B)(4).